Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to any of the deaths. Two unique device identifier numbers were provided in association with observed adverse events. Details regarding these two devices will be sent in separate reports.

Manufacturer narrative:
Citation: mayr et al. Mitral valve repair in children below age 10 years: trouble or success? Ann thorac surg. 2020 dec; 110(6):2082-2087. Doi: 10.1016/j.athoracsur.2020.02.057. Epub 2020 mar 30. Earliest date of publish used for date of event. Medtronic products referenced: colvin-galloway future band (PMA# k052860, product code krh), colvin-galloway future ring (PMA# k061127, product code krh). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of mitral valve repair in children below 10 years of age with mitral valve disease. All data were collected from a single center between february 1975 and december 2017. The study population included 40 patients (predominantly female, median age 1.2 years, median weight 8.2 kg), three of whom were implanted with medtronic colvin-galloway future ring or band annuloplasty device (no serial numbers provided). Among all patients two early and four late deaths occurred. Causes of death included low cardiac output and severe residual aortic valve stenosis in the early deaths, and right-sided heart failure, viral myocarditis, and unknown cause in the late deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: severe mitral regurgitation or severe mitral stenosis due to functional or morphologic dysfunctional reasons, and surgical intervention as mitral valve redo or valve replacement. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.